Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-00574. It was reported that the patient experienced a cerebrospinal leakage while the physician was attempting to gain epidural access during a scs trial procedure on (B)(6) 2018. Reportedly, the physician attempted a different insertion site and was successful. The patient was ordered by the physician to remain supine for several hours and was given an abdominal binder. Patient had no problems from the cerebrospinal leakage.